Event description:
Complainant alleged that during the set-up of the device, the clinician attempted to power-up the device in ac mode, but the device would not power-up. The clinician then "wiggled the power cord" and the device powered up. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering dept was unable to duplicate the reported malfunction.